Event description:
It was reported the x7-2t transducer had a loose lens. This was associated with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. No further information was provided. Philips has started an investigation, and upon completion, a follow up report will be submitted.